Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report that the patient experienced a skin reaction on 05/19/2016. The sensor was inserted into the abdomen on (B)(6) 2016. The skin reaction was described as red, puffy skin under the sensor tape with pus oozing from the insertion site. On (B)(6) 2016 patient saw a doctor and it was advised that they wear the sensor elsewhere on the body. There were no medications prescribed. At the time of contact, the patient was fine. Additional event or patient information was not provided.